Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a applicator deployment occurred. On (B)(6) 2025, it was reported by the child that the applicator was dropped, did not release the wearable, and did not deploy. Sometime later on he same day, she felt unwell, shaky and confused. Then she told her grandson to call an ambulance but her daughter came and took her through their private car. When they arrived in the hospital she was immediately tested through a bg meter test and had 301 mg/dl. The reporter couldn't confirm the medications given to her. She was sent home at 5am on (B)(6) 2025. During the report, she was still in a state of recovery. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.